Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at jejunum resection of ileal conduit in cystectomy, the surgeon could not fire the device wherein the handle could not be squeezed even after pressing the green button. They replaced it with a new device, and the firing was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Staples did not deploy during functional testing. The device was disassembled and it was identified that the sled component was split as a result of being assembled in an incorrect orientation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.